Manufacturer narrative:
The customer saw a shift up in tni-ultra quality control (qc) results on the advia centaur cp system when they switched from tni-ultra lot 149 to 160. The customer ran a patient correlation and observed a shift up in patient results also. The siemens technical support center (tsc) assisted customer with troubleshooting. The customer was provided with customer bulletin restoration of alignment of tni-ultra on the advia centaur cp system to advia centaur/advia centaur xp/advia centaur xpt systems (B)(4), rev. A. The customer adjusted the qc range. As per customer bulletin - restoration of alignment of tni-ultra on the advia centaur cp system to advia centaur/advia centaur xp/advia centaur xpt systems (B)(4), rev. A, the positive shift is expected due to realignment of the advia centaur® cp immunoassay system to the advia centaur, advia centaur xp, and advia centaur xpt immunoassay systems for tni-ultra. The customer's results on the patient samples are similar to what was observed on the siemens' in house testing and provided in the customer bulletin. None of the samples changed clinical interpretation between the kit lots. Updated qc targets/ranges for kit lots 160 and higher are provided on the biorad website. The customer has updated their targets/ranges for biorad qc accordingly. There is no confirmed product performance issue. The assay works as specified and the customer is operational. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from five patients during a lot to lot correlation. The correlation was between tni-ultra lot 149 and lot 160. The results were higher with lot 160. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tni-ultra result.